Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) the field representative had hit the induce button and nothing happened. The issue was resolved when the induce button was selected a second time. No adverse patient effects were reported. Subsequently, this product was later explanted. The explant was not related to the issue covered in this case.